Event description:
A report has been received from a peritoneal dialysis pt's mother: it was reported the pt's mother stated that she has had an incident of the tubing disconnecting and leaking all over. The pt was found wet in the morning. In speaking with this pt's mother, it was learned that the tubing had become undone and that the fluid had drained out and onto the bed. As a result of this incident, the pt was given 2 different antibiotics intraperitoneally for possible contamination. The antibiotics were given as a prophylactic measure. At this time, the pt has remained infection free from this event. The pt is able to continue peritoneal dialysis as ordered with no further effect from this event. There is no sample to evaluate.